Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was loosely folded with blood in the inflation lumen (shaft). The tip, balloon, inner/outer shaft, and hypotube were microscopically and visually inspected. Inspection revealed numerous kinks in the hypotube with a fracture in the hypotube located 84.2cm from the tip of the device. The fracture faces were ovalized, as if kinked prior to separating. Inspection of the rest of the device found no other damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 20x3.0mm, eccentric, de novo target lesion with a bend of more than or equal to 90 degrees was located in the non-tortuous and non-calcified mid right coronary artery. After crossing a guide wire, a 3.0mm x 8mm quantum maverick balloon catheter was advanced for pre-dilatation but the device failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed shaft fracture.